Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on an unknown date. According to the complainant, the patient experienced injuries (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.